Event description:
It was reported that a malfunction occurred on the pump with a malfunction code of malf 12, but no notable events occurred prior to it. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support provided pump reset information and assisted the caller in resetting the pump, and since the malfunction code did not recur, the customer was advised to continue using the pump and to contact support if issues reappeared.